Event description:
A customer contacted beckman coulter (bec) to report a leak of approximately 5 ml of clear fluid following a startup on a coulter act diff 2 analyzer. The customer was wearing personal protective equipment (ppe) consisting of a labcoat, gloves and eyewear at the time of the event. No injury or exposure was reported. No erroneous results were generated.

Manufacturer narrative:
A field service engineer (fse) went on-site and confirmed the leak from a probe dripping diluent into the baths. The fse replaced the solenoid valve lv10 (which is a three-way valve used to control diluent movement) which resolved the issue. The fse also replaced the probe wipe as a preventive measure. The fse verified the instrument by performing startup and running controls. The cause of the leak is related to the malfunctioning valve 10. (B)(4).